Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patients were not crossing over. The technical support specialist confirmed that the issue was resolved by hospital it. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system multiple patients were not crossing over. Customer had to add patients manually as temporary on station. The customer added that this malfunction occurred when user trying to pull medication for patient procedure. However, there were no adverse events or injuries reported based on this event.